Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. 922605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, intrauterine contraceptive device (paragard) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort getting worsen sometimes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ occasional spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), anal incontinence ("fecal incontinence") and back pain ("constant low back pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety,"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, anxiety, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, headache, dysmenorrhoea, dyspareunia, anal incontinence and back pain had resolved. The reporter considered allergy to metals, anal incontinence, anxiety, back pain, discomfort, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgery (other) type of surgery: microsurgical tubal anastomosis/essure reversal, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 922605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, intrauterine contraceptive device (paragard) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort getting worsen sometimes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ occasional spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), anal incontinence ("fecal incontinence") and back pain ("constant low back pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety,"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, anxiety, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, headache, dysmenorrhoea, dyspareunia, anal incontinence and back pain had resolved. The reporter considered allergy to metals, anal incontinence, anxiety, back pain, discomfort, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgery (other) type of surgery: microsurgical tubal anastomosis/essure reversal, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received- lot number were added. Event injury were updated to pelvic pain. Case became valid new events dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine, headaches, nickel allergy, dyspareunia (painful sexual intercourse), anxiety, fecal incontinence, constant low back pain, discomfort getting worsen sometimes were added. New reporters, patient information, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.